Manufacturer narrative:
The device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. No audio or beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.